Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining higher than expected ft3 results for several patients and qc generated by the access 2 immunoassay system. Subsequent testing on a new reagent pack produced lower results that matched the patient's clinical presentation. The erroneously high results were reported outside the laboratory, but amended by the subsequent results and were reported out. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per the customer supplied qc charts, ft3 qc begins to shift up and out of range high within five to seven days of loading and running a new ft3 reagent pack. There is no indication that service was dispatched for this event. No additional information is available for this event.